Manufacturer narrative:
(B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of one handle and nine reloads. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual inspection of the cartridges revealed that each reload was fully fired. Microscopic examination of the reloads found that three of the nine units had damage to the cutting edge of the knife blade. Engineering evaluation of the reloads confirmed the presence of staple strikes within the anvil pockets and staple pushers indicating staples were deployed from each cartridge and made contact with the anvil pockets for staple formation. Additionally all staple pushers were observed to be advanced and the sleds were fully advanced inside each cartridge assembly indicating each reload was completely fired. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a nephrectomy procedure, the device was fired across the renal artery and the knife blade retracted, but no staples deployed. Staples did not form at all and a blood transfusion was required. Surgical time was delayed by more than 30 minutes as the procedure was converted to an open procedure. No other adverse events reported.